Event description:
Customer reported medication leaked from the tubing during an infusion. Medication was either protonix or saline. There was no patient harm reported and medical intervention was not required. Customer did not provide additional event or patient details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.